Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its proximal end (i.e., several struts are bent outwards and are everted). Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU clearly states that if the orsiro sirolimus eluting coronary stent system was removed prior to expansion, not to re-insert the orsiro stent system.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (95 percent stenosis degree) in the mildly tortuous mid rca. After predilatation, the orsiro stent system could not pass the lesion. Subsequently, it was attempted to cross the lesion with support of a guideliner, but also not successful. The procedure was finished by using another stent without any complications. This was originally reported on MDR 1028232-2023-02040, but device information was incorrect. Closing that report.